Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump went completely dark and stopped working. After a few hours, the pump started up again. Customer has inserted new batteries into the pump but to no avail. Customer stated that the pump remained in the same state. Customer had received unexpected restart alarm on the insulin pump. Customer was explained it was an unexpected restart of the system. Customer's blood glucose was 18 mmol/l. Customer was asked to contact their hospital in order to obtain a new insulin pump.